Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that clinician's patient came in with a split 4fr power PICC solo. The split was between the insertion site and the stabilization platform. It was underneath the dressing and had not been kinked. The PICC had only been in a short time. The patient had to have another PICC inserted. The clinician did not keep the faulty PICC. There were no erroneous results as a result of the event. Patient may have not received all the medication that was administered.